Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob and weight not provided for reporting. Original implant date with prodisc-l at l5 was in 2008. It is unknown if devices were explanted / removal of prodisc-l in 2012 or 2013. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with prodisc-l at l5 in 2008. Patient developed total nerve damage and underwent removal of prodisc-l in 2012 or 2013 and was fused. Patient continues to experience acute pain. Patient has complained about continual pain with thoughts of suicide and the company¿s lack in effort to help resolve her pain. This complaint is linked with previous complaints (B)(4) (one complaint - three parts, received on december 2, 2009, the patient was scheduled for removal of the fusion devices/hardware on (B)(6) 2013. It is unknown if the procedure to remove the hardware on (B)(6) 2013 occurred. It is also unknown if any new hardware was implanted, or if any other surgeries have occurred since (B)(6) 2013. This complaint involves one part record for an unknown amount of unknown spinal devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.